Manufacturer narrative:
The samples are serum that were collected with a gel barrier and centrifuged at 3,500 rpm for 5 minutes. Qc is performed once daily and was within the customer's established range prior to and after the event. A field service engineer (fse) was dispatched: the fse performed a carryover test which failed. The fse replaced the sample probe and performed verification testing which met published specifications. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely elevated troponin (accu tni) results, in the risk stratification range, generated by the unicel dxi 800 access immunoassay system on six different patient samples. The results were reported out of the lab and were questioned by the physicians. Upon repeat analysis the results were in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.